Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer generated falsely elevated eosinophil results during a differential performed on a sample from one pt. A manual examination of the same pt sample performed later indicated "very few eosinophils"; exact test results were not available. The pt sample was repeated on the lh750 analyzer with a result similar to that seen with the manual differential. The customer believed that the manual count and the repeated test results were correct. The erroneous test results were not reported out of the lab. There were no reported changes to pt treatment as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR addresses an event with pt 2 of 2 on day 2 of 2. See MDR # 1061932-2011-00551 for pt 1 of 2 on day 1 of 2. An analysis of raw data from the lh750 analyzer shows a shift in the data patterns for all cell populations. Because of the shifting, the software algorithm misclassified the neutrophil population as eosinophils on this pt sample. Such a shift is consistent with the need to adjust the laser module to bring the population means back into the normal range. On (B)(4) 2009, a field service engineer visited the site to evaluate the instrument. He replaced the flowcell, lens block and mounting plates. He also aligned the laser and verified instrument performance.